Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer had found damaged stopper .this event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "damaged stopper. They found out it just before collecting."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 26-may-2022. H6: investigation summary: bd received a sample and a photo for investigation. The sample and photo were reviewed and the customer¿s indicated failure mode for defective stopper molding was observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd determined that the root cause of the indicated failure mode was attributed to a "non-fill" during manufacturing. This is when the molded rubber stopper has some non filled areas due to lacking rubber material. Press operators are to purge the product if noticed during visual inspection.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer had found damaged stopper .this event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "damaged stopper. They found out it just before collecting".